Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with subcutaneous insulin via pen backup after receiving an insulin low alert; the caregiver asked about changing only the cartridge after a recent site change, and the user self-administered 4 units by injection to address elevated glucose while nearing an empty reservoir. Symptoms included hyperglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or specific component involvement, and no findings were available to identify a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.